Event description:
I used renu with moisture loc contact lens solution from 3/3/06 through 4/25/06. I was treated, tested and diagnosed with fusarium keratitis. I was presently using anti-fungal medications and left with a permanent scar which may require corneal transplant surgery. My vision in my left eye has been impaired by more than 50%.